Event description:
On (B)(6) 2011, the lay user/patient's care giver contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 2:30pm. At an unspecified date and time, the patient reportedly obtained blood glucose results of '446, 252, and 113mg/dl' with the subject meter, performed more than 20 minutes of each other.the patient's testing frequency is not known and it is unclear if the patient has any other health conditions. According to the csr's documentation, the patient manages his diabetes with insulin (self-adjuster) and in response to the reported meter issue, the patient reportedly consumed more food/drink at the same time after the alleged issue began. Prior to his actions, the patient's blood glucose result (with the subject meter) is not clear, it is not specified if the patient tested his blood glucose with another device and if so, it is not specified what the patient's blood glucose result was. After the alleged issue occurred, it is not known if the patient continued to test with the subject meter, it is not known if the patient began testing his blood glucose with another device, and it is not known if the patient made any changes to his diabetes regimen. As a result of the alleged meter issue, the patient reportedly developed symptoms of blurry vision, sweating, confusion, incoherent behavior, and could not remember how to get home on (B)(6) 2011 (at 4pm). Prior to the onset of his symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to his diabetes management, activity level, or meals before his symptoms began. According to the csr's documentation, the reporter denied the patient received any form of medical intervention/treatment after the alleged issue began. It is not known when the patient's reported symptoms improved. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient allegedly developed symptoms that can be associated with a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (10/24/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.